Manufacturer narrative:
Concomitant medical products: fr995-29, valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial lead position check failure was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.